Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, during initial deployment of wire into vein, the wire halted approximately 5 inches out of lumen and would go no further. The wire then became extremely difficult to move, and the catheter would not deploy to basket easily. It was attempted to pull wire into catheter but felt great resistance. The device was replaced, and the procedure was completed successfully. No tissue was seen at the tip of the catheter or guidewire. No patient complications were reported. The device is not expected to return for laboratory analysis.